Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: a review of the pump history indicated a ¿replace cartridge¿ alarm occurred at 08:10 on (B)(4) 2016. A review of the total daily dose history (tdd) indicated that the pump was powered off for an unknown period of time, and when the pump was powered back on the date was incorrectly set to (B)(4) 2016. The tdd indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2.0unit per hour basal rate; at the end of testing, the basal history correctly reflected 2.0units per hour and the tdd correctly reflected a total of 48.0units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 393 mg/dl with extreme drowsiness and symptoms of dehydration associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.